Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: section d4: the UDI herefore is internally verified and will be provided in the follow up report.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on (B)(6) 2024, in ward (B)(6) of our department, medical staff turned on a ventilator for patients to use but found that the ventilator failed to perform a self check upon startup, reporting technical malfunctions and events. Then contacted the responsible engineer of the hospital to report for repair.